Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient developed a pseudoaneurysm on the left cia approximately 10 x 12 cm due to a possible type iii leak. The initial devices were placed and in a telescoping fashion in the cia and it appeared that the leak developed in between the two of the limbs. A bifurcated stent graft was placed in the aorta and extended bilaterally to the hypogastric artery on the right and to the bottom of the initial graft on the patient's left. At the end of the case there appeared to be a type ii endoleak still filling the left cia aneurysm. The physician placed a 25x16x124 main on the patients left and extended with a 16x16x124, 16x16x93, and a 16x20x82 and on the right we extended with a 16x16x93 and a 16x28x82. The physician stated the cause of event was disease progression. No additional clinical sequelae were reported and the patient is fine.